Manufacturer narrative:
There is no information regarding shaft proximity interference value or catheter proximity. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did indicate to re-zero the catheter. Since the patient required readmission to the facility, their hospitalization was prolonged, therefore, the complaint is MDR reportable. Since both the thermocool smarttouch bidirectional sf catheters were used during this procedure, we are conservatively reporting this event under both of these catheters. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: distributed product: acunav 8 french ice catheter. Carto 3 system, model #: m-4800-01, serial #: (B)(4). Coolflow pump. Stockert generator. (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial tachycardia with two (2) thermocool smarttouch bidirectional sf catheters and suffered a delayed-onset pericardial effusion. Issue # 1: current leakage: "current leakage" displayed on the carto 3 system. Signal interference (noise) was observed on bs and ic channels on both the carto and the recording system. Physician had the anesthesia monitor and the defibrillator to monitor the patient¿s rhythm. It was also noted that an ECG lead disconnect occurred. Cables and catheters were disconnected from the front of the patient interface unit. Cable was replaced without resolution. Catheter was replaced and the issues resolved. Issue # 2: pericardial effusion: on post-procedure day 10, the patient returned to the facility via the emergency room with a delayed-onset effusion. Patient was re-admitted to the hospital, therefore, hospitalization was extended. There is no information regarding interventions or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. There is no information regarding transseptal puncture or sheath. Since the effusion was discovered on post-procedure day 10, there is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 2 ml/min during low-flow and 8 ml/min or 15 ml/min during high-flow. There is no information regarding anticoagulation during the procedure. Force visualization features used included graph, dashboard, vector, and visitag. Visitag parameters for stability included a 2 mm range and an 8 second time. Additional visitag filters included an impedance change of 2 ohms. Color options used prospectively included time.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial tachycardia with two (2) thermocool smarttouch bidirectional sf catheters and suffered a delayed-onset pericardial effusion. "Current leakage" displayed on the carto 3 system. Signal interference (noise) was observed on bs and ic channels on both the carto and the recording system. Physician had the anesthesia monitor and the defibrillator to monitor the patient¿s rhythm. It was also noted that an ECG lead disconnect occurred. Cables and catheters were disconnected from the front of the patient interface unit. Cable was replaced without resolution. Catheter was replaced and the issues resolved. On post-procedure day 10, the patient returned to the facility via the emergency room with a delayed-onset effusion. Patient was re-admitted to the hospital. Therefore, hospitalization was extended. There is no information regarding interventions or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown.